Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station biometric identifier was not scanning randomly. Customer tried to reboot the station, but issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not scanning randomly. A field service engineer reseated the biometric identifier device and performed multiple fingerprint scans without encountering any failures, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.